Event description:
It was reported that the pt experienced a loss of therapeutic effect and impedance readings greater than 4,000 ohms following a fall. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A follow up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).